Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line alarm. Service evaluation verified the air in line alarm. The cause was identified to be the upper and lower ultrasonic sensor out of specification, the ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, alarmed air in line. No additional information is available.